Event description:
It was reported that the user¿s ilet ran out of power and would not charge on the provided charging pad, as indicated by the pad¿s status light failing to confirm charging after the device was placed, and a replacement charging pad was sent. Customer care provided support that included troubleshooting with the user and arranging replacement of the suspected charging accessory. Investigation of this case revealed that the charging pad likely failed to deliver power to the device, consistent with a malfunction of the external charging accessory. Symptoms included no clinical symptoms reported. Outcomes included no impact to health or hospitalization. No clinical symptoms during the event reported. Outcomes included no impact to health or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging pad.